Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 486mg/dl and over 500mg/dl. Customer states that after changing infusion set their blood glucose was 334mg/dl. Customer states that she is going to admit into the hospital and she will call back for the troubleshoot. Insulin pump will not be return for analysis.